Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked when locked with the roller clamp. The following information was provided by the initial reporter: "the line would prime but leak when locked with roller clamp."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the line would prime but leak when locked with roller clamp could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 21035264 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21035264, regarding item #2420-0007. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked when locked with the roller clamp. The following information was provided by the initial reporter: "the line would prime but leak when locked with roller clamp."